Event description:
The customer stated that, when he opened a new carton of test strips, the bottle was capped, but there were strips loose inside the carton. The customer did not allege any adverse events. The test strips were returned as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed control tests on the returned test strips and found them to read an average of 54 mg/dl high, out of spec. Performance of retention reagent was satisfactory. This complaint was not made a potential MDR until qa evaluated the returned product. As a result, the medwatch form will be submitted past the 30 day window.